Event description:
The customer alleged the audio alarm was not audible. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. There was no patient involvement at the time of the event. It is not verified that audio alarm is not working, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.